Manufacturer narrative:
Additional follow-up was performed to ask for the mouthguard back, but the mouthguard has not been returned at the time of this report. As the mouthguard was manufactured per patient's prescription (rx), there was no stock product available; however, the material lot was available for review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were also performed on a similar thermoformed device. It was found that the thermoformed device's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. If the reported mouthguard would be returned in the future, an investigation would be proceeded accordingly. This incident is being monitored, tracked and trended.

Manufacturer narrative:
Patient's weight, race and ethnicity were asked but unknown. Date of event was only provided as some time in (B)(6) 2018. Follow-ups were made to request device return; however, the device has not been returned yet. Once the device is returned and evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction while using the comfort hard-soft bite splint mouthguard. The patient complained of irritation and swelling along the gum line, where it made contact with the mouthguard. The patient had been wearing the mouthguard for several months prior to experience reaction. Upon experiencing the reaction, the patient stopped using the mouthguard and the symptoms went away after about a day. The patient did not require any treatment for the reaction. The patient was reported to be doing ok. The patient has no known pre-existing condition or allergy. The doctor did not make any adjustment to the mouthguard prior to delivering to the patient. The office advised patient to clean the mouthguard using only cold water.